Manufacturer narrative:
The lay user/patients two lancing devices have been returned and evaluated by lifescan product analysis with the following findings: both lancing devices passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging an issue with the patient¿s onetouch delica lancing device. The reporter claimed the lancet does not fire. The complaint was classified based on the customer service representative (csr) documentation and on further information obtained when the medical surveillance specialist reviewed the call recording. The reporter claimed the alleged lancing device issue occurred on (B)(6) 2017 at around 6:00 pm. The reporter informed the csr that the manages her diabetes with self-adjusted doses of humalog and lantus insulin. During the call, the reporter claimed the patient skipped her dose a of insulin at 6:00 pm when she was unable to test her blood glucose due to the alleged issue. The reporter claimed that later that evening at around 10:30 pm , the patient started to feel ¿shaky and was not feeling well.¿ at the onset of symptoms, the reporter claimed the patient obtained a blood sample using the lancet directly to prick her finger and that she successfully obtained a blood glucose result of ¿335 mg/dl¿ on an unspecified device. In response to the elevated result, the reporter claimed the patient treated herself with short and long acting insulin on a sliding scale. At the time of troubleshooting, the csr noted that the product was not being used for the first time and that there was no indication of misuse of the device. The csr reviewed the patient¿s technique on how to use the lancing device and the alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was unable to test her blood glucose due to the alleged lancing device issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began.